Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he had suffered a hypoglycemic event. Patient¿s wife found him unconscious on the kitchen floor and treated him with 2 glucagon shots. Patient¿s wife contacted paramedics and patient was admitted to the hospital overnight. Patient was not wearing dexcom cgm at the time of the event. Due to condensation inside the receiver, patient was air-drying his device. At the time of his call to dexcom technical support, patient was feeling well.